Event description:
It was reported that during preparation for an unspecified procedure a pinhole leak was noted. The details of the lesion are unknown. During prep of an equalizer balloon catheter, the balloon would not inflate. "They believe the balloon had a pinhole leak." The patient status is ok with no complications reported. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.